Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
A medtronic representative reported via the interdepartmental helpline solutions tracker that the customer was hospitalized for high blood glucose of over 500mg/dl and diabetic ketoacidosis. The customer indicated that the infusion sets were kinked and was unsure if the cannula was in the body or not. The customer was advised to change the infusion set and call back if further assistance is needed. Customer indicated that they would call back.